Manufacturer narrative:
(B)(4). Evaluation summary: the used sample was received for evaluation fully primed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was spiked into a 1000 ml solution bag of distilled water and the set was primed with no issues. The device was found to perform as designed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported being unable to prime a clearlink continuflo solution set. According to the report, a nurse noted "whitening" and/or "stress marks" at the lower y-site. There was no patient involvement, patient injury, and/or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.